Event description:
During a pulmonary vein isolation a faradrive steerable sheath clear, versacross connect access solution for faradrive, and farawave nav was selected for use. During the procedure, the physician performed an initial transseptal puncture, crossed with the wire, and elected to perform a second transseptal. After exchanging for the catheter and beginning ablation, a drop in pressure was observed and a pericardial effusion was identified during ablation, less than 10 minutes after the transseptal access. The catheter was located in the left atrium at the time. The ablation was completed, the catheter was removed from the la, and preparations were made for a pericardiocentesis, which was performed as the medical intervention for the complication. The patient was present during the event and experienced a pericardial effusion, which the physician believed was caused or contributed to by the device or procedure, likely due to a perforation occurring either during the transseptal puncture or during ablation. It is unknown whether any resistance was felt while maneuvering the catheters, and the perforation location was not confirmed. The patient was admitted to the hospital beyond the standard of care and had not been discharged, with the issue reported as ongoing. The device is expected to be return for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.